Event description:
End user reported redness with clear drainage beneath mass; skin is not open; does not itch. End user stated redness is all where the mass sits on skin.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.